Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The customer received a replacement device and this device was archived by stryker. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's piston was stuck. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device's piston was stuck. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.